Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine (concentration 27mg/ml; dose 4mg/day) via an implantable infusion pump. Patient history included non-malignant pain and failed back surgery syndrome. The patient felt the pump was not working as he was experiencing increasing pain. The event began in (B)(6) 2015. The hcp performed a "cathetergram" and was unable to aspirate. No intervention was reported. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.